Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming low ve and stopped ventilating. The customer stated that the ventilator was on a patient when the reported issue occurred. It is currently unknown if there was patient harm or injury.

Manufacturer narrative:
Results of investigation: the suspect device was returned to carefusion's (B)(4) service facility where the device was tested and evaluated for the reported issue. The service facility evaluated the device but could not duplicate the reported issue during laboratory testing. No failures nor malfunctions were detected with the device. No failures nor malfunctions were detected with the device.